Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a starclose se with a 6fr sheath, after a percutaneous coronary interventional procedure. Reportedly, strong resistance was felt when advancing the thumb advancer and the clip could not be advance down to the arterial wall. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device confirmed the reported failure to deploy the thumb advancer. Based on visual analysis of the returned device, the probable cause for the flex-guide carving at the proximal end that resulted in incomplete thumb advancer stroke and subsequent failure to fire the clip was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.